Event description:
Info received indicates, the foot hi/low end of bed is drifting down over night.

Manufacturer narrative:
The tech found the foot hi/low solenoid valve was leaking pressure. He replaced the foot hi/low solenoid valve to repair the bed.